Manufacturer narrative:
Correction/removal number: 1627487-0762012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient was contacted for the charging system exchange. The patient reported he had not recharged the ipg since (B)(6) of 2013. A replacement charging system was unable to locate the ipg. It was explained to the patient the ipg may need to be replaced due to the length of time since recharging. The patient reported the pain pattern had improved recently.